Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar spinal canal stenosis. Procedure: l4,5 and 6 plf (posterior lumbar fusion). It was reported that, intra-op, when fixation was performed with screw at l4,5 and 6 at the time of final tightening after placing rods on both sides and provisional fixation, counter torque could not fit in the screws at l4 (on both sides) well. It was suspected that the set screw cross were threaded, so the set screw was replaced. Surgery was completed with new set screws. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis results: visual and macroscopic examination revealed thread crest/flank damage; the damage appears to have initiated near the start of the thread and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.